Event description:
Dexcom was made aware on 05/08/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the pediatric patient experienced a skin reaction with itching, burning, redness, and infection, underneath sensor pod area only, which occurred 1 day after the sensor had been inserted in the arm. The patient was brought to the hospital on (B)(6) 2024 and admitted for 3 days. During the hospitalization, the patient received treatment with intravenous penicillin, flucloxacillin oral medication, and a betamechasone 0.1% topical cream. At the time of the report the patient was reported to be stable and recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).